Event description:
The customer stated that they received the error code 1048: calibration check failure, cal a/b ratio too large, on the axsym analyzer. The abbott customer technical advocate advised the customer to centrifuge the mcals and repeat the calibration. A follow-up with the customer confirmed that the issue was resolved by centrifuging the calibrators. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.